Event description:
Procedure performed: posterior sectoriectomy under laparoscopy. Event description: translation: please find attached the materialovigilance declaration fei-23-3269 concerning one of your devices: name: trocart pte mousse chem fil 10 x 100. Reference: (B)(4). Lot : 1488638 the device is available for expertise. Translation: date of occurrence: (B)(6) 2023. The blunt tip system dislocated inside the patient and two pieces of trocar were found inside the patient. No consequences as pieces found during surgery. No clinical consequences. Additional information received from field team member via complaint form on 02oct2023: the surgeon can not explain why the trocar was broken inside the abdomen in 2 part. The trocar was broken and 2 parts were find inside the abdomen. The surgeon removed the piece of trocar and change the device information received from ansm form via email 6oct23: translation: date of occurrence: (B)(6) 2023. Incident description: [age redacted] patient, operated on for posterior sectoriectomy under laparoscopy for cholangiocarcinoma of biliopancreatic origin. On (B)(6) 2023 during the procedure, introduction of a trocar at the abdominal level "open laparoscopy sub-costally on the mid-clavicular line allowing insertion of a 10mm optical trocar". Even before inserting the optic or other instrument into the trocar, the operating room nurse realized that the device had dislocated inside the patient. The trocar pieces were recovered. Patient's current condition : no clinical consequences. Following the operation, an isolated febrile episode was noted on 22/09/2023. No abdominal complaints. Chest x-ray normal. Blood culture performed, still ongoing. No other febrile episodes during hospitalization. Discharged on (B)(6) 2023. Actions taken in hospital to manage patient: pieces of trocar removed. No special monitoring. Intervention: the pieces were retrieved from the patient during surgery; device replacement. Patient status: no clinical consequences. Following the operation, an isolated febrile episode was noted on 22/09/2023. No abdominal complaints.chest x-ray normal. Blood culture performed, still ongoing.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: posterior sectoriectomy under laparoscopy event description: translation: please find attached the materialovigilance declaration (B)(4) concerning one of your devices: name: trocart pte mousse chem fil 10 x 100. Reference: (B)(4). Lot : 1488638. The device is available for expertise. Translation: date of occurrence: 20/09/2023. The blunt tip system dislocated inside the patient and two pieces of trocar were found inside the patient. No consequences as pieces found during surgery. No clinical consequences. Additional information received from field team member via complaint form on 02oct2023: the surgeon can not explain why the trocar was broken inside the abdomen in 2 part. The trocar was broken and 2 parts were find inside the abdomen. The surgeon removed the piece of trocar and change the device information received from ansm form via email 6oct2023: translation: date of occurrence: 20/09/2023. Incident description: [age redacted] patient, operated on for posterior sectoriectomy under laparoscopy for cholangiocarcinoma of biliopancreatic origin. On 20/09/2023 during the procedure, introduction of a trocar at the abdominal level "open laparoscopy sub-costally on the mid-clavicular line allowing insertion of a 10mm optical trocar". Even before inserting the optic or other instrument into the trocar, the operating room nurse realized that the device had dislocated inside the patient. The trocar pieces were recovered. Patient's current condition : no clinical consequences. Following the operation, an isolated febrile episode was noted on 22/09/2023. No abdominal complaints. Chest x-ray normal. Blood culture performed, still ongoing. No other febrile episodes during hospitalization. Discharged on 26/09/2023. Actions taken in hospital to manage patient: pieces of trocar removed. No special monitoring. Intervention: the pieces were retrieved from the patient during surgery; device replacement. Patient status: no clinical consequences. Following the operation, an isolated febrile episode was noted on 22/09/2023. No abdominal complaints.chest x-ray normal. Blood culture performed, still ongoing.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of seal component separation. The black components were identified to be the septum and duckbill, internal rubber components of the seal. The clear component was identified to be the shield, an internal plastic component of the seal. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.